Manufacturer narrative:
(B)(4). Date sent: 7/29/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Colo-rectal surgery (open ¿ laparotomy). Did the device lock out and would not fire (would not fire)? No. Or, was the firing handle advanced, but no staples were deployed (would not staple)? Yes. How was the procedure completed? According to the o.r. Supervisor, the surgeon completed the surgery (the anastomosis) with manual sutures without any kind of complications to the patient.

Event description:
It was reported that during an unknown procedure, the device didn't work properly, it hasn't stapled the tissue. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Malfunction was reported in error. The malfunction has been reported under 3005075853-2016-04499.